Event description:
The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Section a patient information, b5 describe event or problem, and h6 health impact code were corrected as it was indicated the device was in clinical use. A philips field service engineer (fse) went to the customer's site and identified the speaker soldering point was broken. The speaker was replaced, and the configuration was installed. The device passed testing and remains in use at the customer's site.

Event description:
It was reported that the intellivue mp2 had a loudspeaker error. There is no alarm sound from loudspeaker. The device was not in use on a patient at the time of the event, there was no patient involvement. A philips field service engineer (fse) went to the customer's site and identified the speaker soldering point was broken. The speaker was replaced, and the configuration was installed. The device passed testing.

Manufacturer narrative:
Section e reporting institution phone # (B)(6) philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.